Event description:
Manufacturer has changed this product from sterile to non-sterile using that packaging & manufacturer reference number manufacturer response for general surgery tray, medline industries, inc. (Per site reporter) they are investigating issue.